Event description:
It was reported that the manufacturer representative was doing a trial and there was a problem during a trial and anchoring the lead to the patient¿s skin with the anchor. The caller reported that the lead tail was hanging out and deploys the anchor and sutures to the skin. The caller noted that the anchor was settled for about five minutes before they touched it again. The caller noted that the resident had moved the lead and they went to put the lead back in place and noted the anchor moved. It was noted that they were able to slip the anchor off the lead ¿like it was lubricated with butter.¿ it was noted that the lead was not wet and was completely dry. The caller noted that the anchor was disposed. It was later reported that the trial was going okay. It was later reported that the patient would be implanted (B)(6) 2014-08-07. It was again noted that the anchor moved on the lead after it was applied and left alone for five minutes.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).